Event description:
It was reported that the hcp was removing a trial lead from the patient. The lead was broken and the hcp could not pull it all the way out of the patient's skin, and a portion of the lead broke off and was left in the body. Several x-rays were taken and the hcp could not see the lead. Another physician reviewed the x-rays and also could not see anything. The patient was fine with no complaints on her end, and she was implanted with a permanent system.

Manufacturer narrative:
(B)(4)